Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Functional testing was performed, and as soon as the device was turned on, it was observed that the screen display was unclear with lots of circular light pockets. The lcd display was replaced with a known good part and the reported issue was resolved. The reported condition was verified. The cause of the reported condition was a defective lcd display. It was also found that the ac power adapter was damaged (exposed wires in the strain relief) and the connector to the wiring harness was cracked. To resolve these issues, the lcd display and ac power adapter will be replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E.1. Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum large volume pump had an artifact on the display. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.